Event description:
New information reported the patient to be in satisfactory condition post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented to the emergency room experiencing lightheadedness and fatigue. It was noted that the patient had been lost to follow-up and that past device data was unavailable. The pulse generator could not be interrogated and was found to have a slow output rate. Normal battery depletion was suspected. The device was successfully explanted and replaced.